Event description:
During an evlt procedure, the gold tip of the nevertouch laser fiber came loose and detached from the fiber when the physician was wiping off before reinserting into the patient. This occurred outside of the patient; therefore, there was no harm experienced. The procedure was completed with another same device.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. However the customer provided a photo. The photo shows the gold tip is detached from the fiber, noted there is what appears to be dried blood on the gold tip. Examination of the photograph noted the gold tip tube is completely separated from the fiber assembly, there is a noticeable dark area on one end of the gold tip tube, and the distal end of the fiber appears to be very clean (no thermal degradation). The customer's reported complaint description of tip detached is confirmed via picture provided by end user, however, the fiber was not returned for evaluation. Without receiving a complaint sample for evaluation a definitive root cause cannot be determined. A possible root cause for the event could have been excessice force used when withdrawing the fiber through the tre-sheath, causing the tip tube bond to allow seperation form the fiber during the cleaning process. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).